Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced vomiting and was brought to the hospital. On the way the hospital the cgm reading would have been around 250 mg/dl. According to the reporter they were unaware that at that time the patient was already experiencing diabetic ketoacidosis. A fingerstick was taken at the hospital but no specific reading was reported. The patient was treated with intravenous fluids. 2 days after the event the sensor was removed due to an MRI, and the patient was discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information became available.